Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert was received while charging the pump. Customer did not have another charging cable or ac adapter at the time of the report. Reportedly, customer obtain additional supplies to charge the pump. Customer's blood glucose was 110 mg/dl.